Event description:
On (B)(6) 2026, during a hair restoration procedure involving prf administration, ezinject 30g x 4mm needle device reportedly malfunctioned upon use. While the nurse was injecting prf into the patient's scalp (crown area), the needle detached from the device during injection. This resulted in an unintended backflow ("blowback") of prf fluid, which was projected toward the nurse's face and eye. The nurse sought medical attention at a hospital following the exposure. No adverse effects or injury to the patient were reported. The device involved in the event was not returned to the manufacturer for evaluation. As a result, no direct device testing could be performed.